Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, non-sustained oversensing due to a loss of capture was noted on the right ventricular (rv) lead. The pacing pin of the rv lead was capped and replaced. The high voltage portion of the lead remains functional. The patient was stable with no consequences.